Event description:
A patient reported they were seen by their physician. Their ot basic meter allegedly was inaccurately low. The results on their meter was 8,9,5 and 6 mg/dl. The result on the doctor's meter was unknown, but reading was high. The time difference between patient's meter and the doctor's meter was unknown. Treatment was insulin shot. No further information has been reported.